Event description:
Incident happened in 2004. The rt noticed that the circuit was dry, there was water in humidifier. Pt was on the following settings at time of incident. Hz 12 map 9 delta p 10 it 33% flow 15 fio2 60%. The pt began to have bradycardia. Ett plugged, requiring reintubation of pt. Pt placed back on hfov. Humidifier system, but not circuit, changed out. A few hours later rt noticed that circuit was again dry with water in humidfier chamber, circuit then changed out and situation did not reoccur. No pt compromise issued rga#17156 to have circuit come back for investigation.